Event description:
The lead was implanted on (B)(6) 2012. Pointed jumps of shock impedance shock impedance out of range greater than 150 ohms were reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead was implanted on (B)(6) 2012. Pointed jumps of shock impedance out of range greater than 150 ohms were reported. The lead was explanted.